Event description:
Ous MDR - it was reported that approximately 36 months after the implantation, this lead was explanted due to suspected damage. The patient received an inappropriate shock. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead under complaint as well as data and an x-ray image were returned for analysis. The available iegms showed the presence of noise on the rv channel. No further electrical abnormalities were noted. Subsequently the lead under complaint was subjected to an extensive analysis. The lead was found cut approx. 10 cm distal to the df4 connector pin. The proximal and a distal lead fragment were returned. At the distal lead fragment a part of the shock coil and the lead tip were missing. The visual inspection revealed multiple signs of wear along the lead body. In particular around 8 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause of the observed oversensing. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. The provided diagnostic image showed potential interaction points between the lead under complaint and the atrial lead. X-ray movies for an evaluation of the leads motion in the implanted state were not available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.